Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, the guide wire tip was unraveled and the coating was flaking. The 90% stenosed lesion was located in the moderately tortuous right iliac artery. Following removal of the guide wire after advancement, it was noted that the tip was unraveled and the coating appeared to be 'flaking'. There were no pt complications or injuries reported. The pt status is listed as 'good'.

Manufacturer narrative:
Pt: 18 years or older. (B)(4).